Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and (B)(6) 2023. On (B)(6) 2023, the patient reported experiencing weakness, blurry vision, dehydration, nausea, and was vomiting. The patient¿s cgm device was reading high mg/dl at this time. The patient did not have any bg test strips therefore, he did not test a bg fingerstick for comparison. The patient called his daughter for help, who then called an ambulance. When the paramedics arrived, the patient stated they did not test his bg level. He was treated with IV fluids and was transported to the hospital. At the hospital, the patient¿s bg via fingerstick was 650 mg/dl. The patient does not recall brining his cgm receiver with him to the hospital, so there are no cgm/bg comparison values available. The patient was transferred to the intensive care unit (ICU). On (B)(6) 2023, the patient was feeling better, and his bg level via fingerstick was down to 155 mg/dl. He was discharged later that day. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.